Event description:
It was reported the senor needle fractured while in the customer body. Customer was pregnant. Customer inserted the sensor in the abdomen. Customer was not sure if electrode was still in the body. Customer did not see or feel anything. Customer reported the needle was in for an hours. Customer did not twist the sensor to insert it. Customer declined to provide blood glucose reading. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.